Event description:
It was reported that removal difficulty, stent dislodgement and stent damage occurred. The 16mm in length, de novo target lesion was located in the severely calcified, 2.5mm in diameter ostium of the left circumflex artery. An unspecified guide catheter was used. Then a 3.0mm non bsc balloon catheter was advanced for predilation at an unspecified high pressures. Then the 2.5mm x 16 promus premier stent was advanced across the left main artery to the target lesion without difficulties. Another 2.5mm x 12mm promus premier stent was advanced through the guide catheter to the ramus artery but encountered difficulty so the stent was removed. The physician wanted to remove the 2.5mm x 16 promus premier stent since he had difficulty delivering another stent through the guide catheter and he wanted to switch this guide catheter to another. The 2.5mm x 16 promus premier stent was not able to be removed and the stent was dislodged from the delivery system balloon. The physician suspected that there may be a flare on the distal part of the stent. The detached stent was covered with another unspecified stent against the vessel wall and the procedure was completed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).